Event description:
It was reported by the pt following a diagnostic cardiac angiogram, an angio-seal was used. The procedure was performed to evaluate an abnormal echocardiogram. The pt experienced pain and ecchymosis at the groin site. The pt returned to the physician's office 1 week later and an ultrasound of the groin revealed a small hematoma. The physician stated the hematoma was pushing on the nerve which was causing the discomfort. Pain medication was prescribed. The pt has lupus and now has fever and chills. The pt was instructed to follow up with the physician. A CT scan revealed no abnormalies.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event remains unk. The angio-seal pt info guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal device instruction for use (IFU) state the safety and effectiveness of the angio-seal device has not been established in pts with pre-existing autoimmune disease.